Event description:
It was reported that during a routine pulse generator change out procedure, the atrial lead was capped and replaced on (B)(6) 2014, it had also exhibited a capture anomaly. The lead had previously exhibited high impedance and over sensing at a clinic appointment on (B)(6) 2013. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.